Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient on 6 june 2024 that the infusion set fell of during use. The infusion set was in use for 2 days. The patient bg level was found to be 326mg/dl. No further information available.